Event description:
Revision surgery performed due to anterior dislocation. The surgeon added retroversion and cemented an rsp 8mm rather than press fitting a 10mm foundation. The pt had poor bone due to age.